Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event a fluid ingress was not confirmed. The reported event of driveline power faults was confirmed via the submitted log files. The heartmate 3 system controller (B)(6) was not returned for analysis. The controller event log file revealed a driveline power fault associated with a power b faults activating at 20:22:11. At 20:22:12, the alarm progresses to a controller internal fault associated with over current protection a and b, power a and b, and communication a and b faults. This is consistent with the report of the patient cutting their modular cable. During this time, lvad off alarms are also captured. These alarms remain active for the remaining duration of the log file. External power is fully disconnected at 21:45:03, and then controller's white power cable is connected to a power module at 21:51:43, consistent with log file retrieval. No other notable events were observed. Provided information indicated that the patient cut their mod cable, the reason was unknown. The mod cable and system controller were exchanged. A root cause for the reported events could not be conclusively determined through this investigation. The heartmate 3 instruction for use (IFU) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient cut their modular cable. The reason was unknown. The modular cable and system controller were exchanged. As pump did not want to restart after modular cable was replaced. The patient said the system controller got wet a few weeks ago. It was not believed that it was a system controller failure. It was believed it was due to the system controller that got wet. Log file recorded a driveline power fault associated with a (f3) ocp_b_open controller fault flag on (B)(6) 2026 at 20:22:09 which indicates that fuse b was opened. On (B)(6) 2026 at 20:22:12, an lvad_off alarm flag was recorded associated with a (f2) ocp_a_open was recorded, which indicated that fuse a was now also open. The left ventricular assist device (lvad) had lost power at this time. This system controller (B)(6) was connected to power module power at (B)(6) 2026 at 21:42:26. External power was removed, and the system controller was shut down on (B)(6) 2026 at 21:45:25. The driveline power fault did not resolve.